Event description:
It was reported by service report that the power cord plug was missing the ground prong, and the communication cord had missing and bent pins. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Results: power cord plug was missing the ground prong. Communication cord with missing and bent pins. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pt's intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.